Event description:
Term newborn infant without other anomalies developed subgaleal hematoma after vacuum device. Neurologic status deteriorated to fixed dilated pupils,apnea, and no cerebral blood flow to half of his brain. He died on day 5 of life.